Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that since last month noticed  it is more difficult for recharger to connect to implant and stay connected. Patient said typically recharges every two weeks, and ins is around 50%. Patient services agent did explain how to reset the recharger so that patient could try to complete tonight after work and determine if that makes any difference. Patient to call back another day to continue troubleshooting as needed. The patient  stated since last month they have noticed shocking sensation at ins site when ins battery gets below 50% and when they turns their body to the left when lying down or experiences static electricity. No falls however patient said had head on mva in april. Patient said x-rays were performed of hands. Patient said that new urologist to order full body CT scan to check kidney and said that it looked fine, patient doesn't know if that comment was related to implant as well. The patient was redirected to their healthcare provider to further address the issue. Patient to request hcp office to arrange for local medtronic representative to be present to run diagnostics to check the integrity of the system. Patient to also ask hcp to check CT scan results to check implant placement.